Event description:
The patient reported that the pod they were wearing for more than 48 hours expired and they removed it, they stated that it felt like a sharp pain, and noticed blood at the back of the pod. The site of cannula was bleeding excessively. Patient reports that their pants were soaked with blood within seconds. The patient reports blood was spurting with every heartbeat so the husband put pressure on it and was took the patent to the emergency room. The patient was treated by being given a CT scan with contrast and put pressure on the site to stop the bleeding. Customer reports CT with contrast showed negative internal bleeding and was discharged with light movement restrictions.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and excessive bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.